Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Troubleshooting was not performed for low blood glucose level. The device will not be returned for analysis.